Event description:
Plaintiff reports initial bilateral implantation 7/6/82. Plaintiff alleges various illnesses including, but not limited to, physical pain, impairment and suffering. Plaintiff's minor child is also a named plaintiff claiming injuries as a result of mother's implants.